Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had unknown alarms on the morning of (B)(6) 2026. The event log file data capture started on (B)(6) 2026 at 0320 with log voltage hazard event showing the black power lead disconnected and the white lead connected to battery at a hazard level charge. On (B)(6) 2026 at 0415, the battery at a hazard level depleted which enabled the emergency backup battery (ebb) in the system controller causing no external power events. These occurred until (B)(6) 2026 at 0544 when a half-charged battery was connected to the black power lead leaving the power lead with a discharged battery. Low voltage hazards occurred due to the battery connected to the black power lead being in a hazard level charge state. On (B)(6) 2026 at 0647, further no external power events noted due to battery depleted enabling the ebb in the controller. At 0819, the data showed that the ebb was depleted as well shutting off the ventricular assist device (vad). How long the vad was off was unknown due to reset of the timestamp when the controller was connected back to power creating controller clock corrupt events. The vad resumed operation and it looked to be operating as intended. It was recommended to sync the controller clock.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via analysis of the submitted log file. A log file was submitted for review and data from 01mar2026 and the timestamp of 01jan2000 were reviewed. The log file captured a no external power alarm on 01mar2026 from 04:15:39 to 05:44:18 due to the 14v battery becoming depleted. The alarm resolved once a 14v battery was connected to the black power lead. The system controller backup battery supported the system during the loss of external power without any issues. The log file also captured a no external power alarm on 01mar2026 at 06:47:23 due to the 14v battery becoming fully depleted, resulting in the system controller backup battery activating to support the system during the loss of power. After continued use, the backup battery also became fully depleted, resulting in the pump stopping at 08:19:26 and the controller powering off at 08:23:31. The system controller was then powered back on and the pump ramped up to the set speed without any issues. A controller clock not set alarm was also active due to the system controller clock resetting to the default timestamp of 01jan2000 as a result of the full battery depletion. Due to the system controller clock being reset, the exact duration of the pump stop event could not be determined from this log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power leads, batteries, and battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.